Event description:
The o.r. Director reported five (5) screwdrivers that were peel packed individually while going through sterilization, left a greasy substance on the inside of the package when opened up. The o.r. Staff does not feel they are sterile due to the greasy substance and feel they could be a potential problem. The sales consultant believes these were not involved in a surgery and that they are proactively being reported by the hospital. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Corrected device received date from (B)(4) 2013. Device was received for evaluation on (B)(4) 2013.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The DHR was reviewed and mrr# (B)(4) was found on p/n (B)(4) lot #5002819 for no op.# or rev# on the supplier certificate of conformance. The supplier provided the missing information on rework and the parts were accepted. Mrr #(B)(4) was found on p/n (B)(4) lot #5033352 for machine lines on the parts. The parts were reworked and failed. Mrr #(B)(4) was found for machine lines still on parts after rework. The parts were reworked and passed. These two nonconformances are not relevant to this complaint condition.

Event description:
This is 2 of 5 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
The pd event evaluation determined that the design specifies approved material types and finishing specifications for the screwdrivers. The description noted in the complaint was not seen on the returned product, and could not be replicated.